Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to duplicate the reported failure. To resolve the issue, the fse replaced the video receiver cable. The fse completed pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) "screen flickers". There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) "screen flickers". There was no patient involvement, thus no adverse event was reported.